Event description:
There was a delay in the medication -lidocaine- administration due to failure of the abboject to release medication. In the middle of a code blue, the abboject plunger failed to release the medication. So a second lidocaine syringe was then prepared and successfully administered. Dose or amount: 100 mg, frequency: x1, route: IV bolus. Dates of use: (B)(6) 2010. Diagnosis or reason for use: arrythmia.